Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. H3) the manufacturer representative went to the site to test the imaging system. They could not reproduce the issue once onsite. As a preventative measure they performed 4 rounds of gain calibrations. Image quality was well within specification. No further issues noted. This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a procedure, images obtained with the imaging system displayed a large black bar through the middle. The issue occurred intraoperatively. After rebooting the system and acquiring new images, the black bar was no longer present, and no further issues were noted. There was less than an hour delay to the case. No reported impact to the patient. This case can be closed. Fse was able to access the machine and could not reproduce the issue witnessed. Performed 4 rounds of gain cals and rebooted the unit multiple times. Currently the image quality is well within spec. Fse was told by factory support the issue captured in the photos is known and a solution is currently in the works.